Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the error message (sf188) and device failure to complete its internal self test was due to the main circuit board (pcb) and pneumatic block respectively. The main pcb and pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault (sf 188) error message indicating a safety assert fault and failed to complete its internal self test. There was no patient injury reported as a result of this incident.